Event description:
It was reported that the patient presented for follow up. A review of the transmission of the device revealed an alert high defibrillation impedance exhibited by the right ventricular (rv) lead. The measurement was noted to be above the upper limit. No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.